Event description:
It was reported that the pump touch screen was experiencing a pixel issue. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the current pump and will revert to an alternate method insulin therapy if necessary.